Event description:
As reported in a double-blind survey, respondent number fifteen indicated the inability to use the angiographic needle of an unknown cordis femoral sheath successfully. Vascular complication of a classical hematoma with peri sheath leakage during the procedure and vasospasm was reported. There was vascular complication of a vessel dissection experienced due to diseased vessels due to the wire that dissects the vessel, and is usually not clinically relevant, but was reported. Major bleeding and minor bleeding were also reported. The device is not available for evaluation.

Manufacturer narrative:
PMA number will remain unknown as the catalog is unknown. Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported in a double-blind survey, respondent number fifteen indicated the inability to use the angiographic needle of an unknown cordis femoral sheath successfully. Vascular complication of a classical hematoma with peri sheath leakage during the procedure and vasospasm was reported. There was vascular complication of a vessel dissection experienced due to diseased vessels due to the wire that dissects the vessel, and is usually not clinically relevant, but was reported. Major bleeding and minor bleeding were also reported. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and on the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "needle damaged, hematoma, major bleed, vascular dissection, and vasospasm¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined, especially since patient related events cannot be duplicated in a lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Complications of vascular access include, but are not limited to, additional interventions, hematoma, hemorrhage, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion), amongst others. All devices should be used as per their instructions for use (IFU) to prevent patient complications. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken.